Event description:
Caller reported a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and resolved the issue by sending a replacement pump. The customer was instructed to return the faulty pump using a provided return box to avoid charges and was advised on how to put the pump into storage mode. The customer also received instructions to transfer settings and connect their continuous glucose monitor to the new pump.